Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy, on the first firing of the device, when the surgeon clamped the tissue and tried to fire the device, the handle was stiff and could not be squeezed, they tried to re-clamped it but the outcome was the same. There was no patient injury.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.